Manufacturer narrative:
A united states customer contacted a siemens customer care center to report a falsely elevated total human chorionic gonadotropin (total hcg) result on a patient sample on a advia centaur cp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse removed and replaced the wash blocks, cleaned the wells in the luminometer, and verified sample probe pressure. Then, the cse ran calibration and quality controls, which recovered within acceptable ranges. The customer also performed a precision study on a patient sample and the results recovered acceptably. The cause of the falsely elevated total hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A patient sample was initially processed for total human chorionic gonadotropin (total hcg) on an advia centaur cp instrument. The sample was repeated on the same instrument, producing a falsely elevated total hcg result. These results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower and matching the initial result. The 2nd repeat result of 1.3 miu/ml was reported, as the correct result, to the physician(s). The patient was also tested using a kit test, resulting negative. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg result.